Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the death was not related to the watchman device or implant procedure. The patient's clinical presentation and autopsy findings support the conclusion of aortic dissection (with underlying hypertension) leading to aortic and coronary artery dissection.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a death occurred. The patient had a watchman® laa closure device successfully implanted in (B)(6) 2015. The next day an echocardiogram was performed; no effusion was noted and the patient was discharged that day. Eight days post procedure the patient presented to a tertiary medical center with right sided chest pain around midnight. An x-ray showed an enlarged heart. The troponins were slightly elevated. The patient's vitals were stable. Echocardiogram was not available at this facility. A CT scan the next morning showed a mild-moderate pericardial effusion. The patient saw an internist at the medical center around noon. The patient remained stable; however, around 3pm, there was a sudden drop in blood pressure. The physician attempted tapping the pericardial effusion without echocardiogram and minimal fluid was extracted. The implanting physician was notified and arranged for the patient to be transferred to the implanting hospital. Around 4:30pm the patient arrested and expired a half hour later.